Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vein in the limb. A 5.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.